Event description:
Clinician reported implant placed (B)(6) 2019 and removed due to loss on integration on (B)(6) 2020. Loss of integration.

Event description:
Clinician reported implant placed (B)(6) 2019 and removed due to loss on integration on (B)(6) 2020. Loss of integration.